Event description:
Following the cardiomems implant procedure, the patient experienced hemoptysis. Protamine was administered to resolve the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).